Manufacturer narrative:
The vertek arm was returned to the manufacturer for evaluation. Testing found that the instrument end of the arm would not lock when tightened. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that while outside of procedure, the vertek arm was loose. There was no patient present at the time of the issue.